Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 16739512, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had inadequate pain relief. The patient underwent a replacement procedure and was doing well postoperatively. No device malfunction was suspected.